Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been tested by failure analysis as of the date of this report. If the product is evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. Intuitive surgical inc., (isi) followed up with initial reporter and obtained following additional information : there was no reported patient injury. The issue was identified at central processing.